Manufacturer narrative:
This supplemental report is being submitted to provide correction on the aware date (g3) and device receipt date (d9) of the initial MDR, the correct aware date and device receipt date is august 20, 2021. The following sections of the mw were also updated a1, d5, g2, g3, g6, h2, h5 and h8.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon might be caused by wear and tear damage due to the increasing use/time, or by insufficient reprocessing of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the following. - the reprocessing around the forceps elevator after the procedure was insufficient. - since the user did not perform the reprocessing immediately after the procedure, the foreign material adhering to the forceps elevator dried and remained. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the service department of olympus (B)(4), it was found that there was foreign material under the forceps elevator of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.